Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No excessive no delivery alarm noted during testing. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus anomaly noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 486 mg/dl. Customer had symptom of high blood glucose; customer had vomiting, nausea and rapid heart beat. Customer was hospitalized due to the flu. Customer was still hospitalized at the time of call and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. It was reported that boluses were no longer showing in bolus history. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.